Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 30, 2007, the lay user/reporter contacted lifescan (lfs) alleging, the one touch basic meter would not power on. On april 13, 2007, the medical affairs specialist (mas) contacted the patient through an interpretive service to obtain and verify information. For an unspecified time period, the patient noted the reported meter would not power on; she was unable to test her blood glucose levels. The patient did not have a backup meter. During that time period, the patient did not experience any symptoms of high or low blood glucose levels. In 2007, at 7:00 pm, the patient experienced pain in her face; she experienced no symptoms of high or low blood glucose levels. A family member took the patient to the emergency room, where her blood glucose level was tested to be 590 mg/dl. The patient was given no treatment for her diabetes. The patient was diagnosed with a stroke, and was admitted to the hospital. She was treated with the anti-inflammatory steroids prednisone (glucocorticoid) and solu medrol (methylprednisolone). The patient takes the oral diabetes medications glipizide 5 mg and actos (pioglitazone) 30 mg. During the time period, the patient was unable to test her blood glucose levels, she continued to take her normal meals and medications. The patient's expected blood glucose levels are greater than 275 mg/dl; the patient begins to shake when her blood glucose level is below 200 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call that, the battery had been installed correctly and the meter had suffered no trauma. The cca also determined the patient had not replaced the meter's battery according to manufacturer's recommendations, and that the patient's test strips were expired. According to the owner's booklet for this meter, the expected battery life is approximately one year. The meter, test strips and control solution were replaced. The patient alleged she was unable to test her blood glucose level due to the power issue on the reported meter. The patient claims she became hyperglycemic with a blood glucose level of 590 mg/dl and then received emergency medical attention and treatment for a stroke. Therefore, this complaint is being reported as an adverse event.